Event description:
Ignition in gce combilite valve on (B)(6) 2014 at the filling site in (B)(6). No patients were involved as the incident occurred at the filling site. Cylinder was sent to (B)(6) for further investigation. Process to investigate root cause and elimination of reoccurrence has been initiated by working together with gce. Gce (gas control equipment) is the manufacturer for the present device is europe. (B)(6) has a 510 (k) for a similar product. Cylinder serial number: (B)(4), dom: 05/01/2013, valve number: 090798217, dom: (B)(6) 2009. Expiry date: 11/26/2016. Assessment report state that incident could have occurred when the customer used it next. As the cylinder had been returned to boc for re-filling, and had not been inspected prior to the ignition occurring, there is no evidence if the cylinder had been previously used by the customer or whether there was any external evidence of damage or contamination before the valve was inadvertently turned on.

Manufacturer narrative:
Accidental spontaneous ignition of oxygen valve. Extensive investigation in collaboration with valve manufacturer. No patient or personnel harm.